Event description:
Two lumps [injection site lump]. This report from the united states was reported by a healthcare professional via company representative on 02-jun-2025 and concerns an adult female patient who experienced two lumps coincident with evolysse smooth. On (B)(6) 2025, the injector administered 1 cubic centimeters of smooth in the patient's lips resulting in two lumps beginning on (B)(6) 2025. At the time of the report, the outcome of the lumps was unknown. Company comment: investigation in progress. Database reference number: (B)(4).